Event description:
The patient experienced shocking sensation at the implantable neurostimulator site. The hcp replaced the device. The patient outcome was reported as 'no change yet.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Neurostimulator. Analysis reveled 'no anomaly found.' The device was functionally ok. The extension was functionally ok. Final device analysis revealed 'no significant anomalies.'